Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2017-00862. It was reported that the during the patient's implant surgery, the patient experienced a cerebrospinal fluid (cfs) leak. The was able to successfully implant the patient's scs system. Post-op the patient experienced a headache. The physician gave the patient tylenol. The patient was discharged without any further complications.